Event description:
It was reported that pump experienced malfunction alarm that persisted even after reset attempts and prevented data upload through mobile app. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy while tandem technical support arranged replacement pump under warranty, provided instructions for resetting and then placing malfunctioning pump into storage mode, confirmed shipping details, and instructed customer to return defective pump within specified timeframe and to manually program settings and reconnect continuous glucose monitor on replacement pump.